Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.

Manufacturer narrative:
(B)(6). Concomitant medical products - integral stem catalog#: x11-170313 lot#: 617850, m2a magnum cup catalog#: us157858 lot#: 588010, m2a magnum head catalog#: 157452 lot#: 164250. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2016-04939, 0001825034-2017-03622, 0001825034-2017-03623, 0001825034-2017-03624.

Event description:
It was reported that patient underwent a revision procedure approximately seven years post-implantation due to unknown reasons. No additional patient consequences were reported.